Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) alarm on the homechoice (hc) device during the initial drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient line was not completely primed when the patient connected themselves for therapy. The technical service representative (tsr) reminded the patient of the importance of checking the patient line for a complete prime before connecting. The patient was advised to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.